Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine inspection, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The archive data revealed a system error 139 (unable to hold compression position) message on the customer reported event date of (B)(6) 2018. As part of routine service during testing, the device was examined and found physical damage. This observation is unrelated to the reported event and is attributed to normal wear and tear due to the age of the device. The autopulse platform is a reusable device and was manufactured on 13 dec 2011. It has exceeded its expected service life of 5 years. The platform is almost 7 years old and has not seen regular preventive maintenance. After replacement of the processor board and the damaged part, the platform was further functionally tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).